Manufacturer narrative:
Upon device return and inspection, it was observed that the flush line connector was detached from the catheter. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. However, due to the detachment of the flush line connector, flushing of the device could not be tested properly. The catheter was dissected to inspect the flush lumen to determine any potential cause for the reported difficult to flush issue. No visible kink was observed in the flush lumen, and no other anomalies were found. Additionally, water was pushed through the flush lumen without difficulty.

Event description:
Reportable based on analysis completed on 16jul2024. It was reported that a farawave catheter during preparation to treat a persistent atrial fibrillation, was impossible to flush. The procedure was completed with another farawave catheter. No patient complications occurred; the catheter is expected to be returned. However, analysis of the returned device revealed detachment of the flush line connector.